Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was disconnecting the following information was received by the initial reporter with the following verbatim. It was reported by customer that the product was compounded using bd phaseal closed system transfer device with alaris pump 0.2 micron filter tubing. At approximately 8pm the tubing of the chemotherapy infusion to the patient became disconnected and the patient had 120 minutes of the infusion being administered directly into the patient's bed and skin. The bd spin collar connector with bd protective clam shell both became disconnected without the patient's knowledge.

Manufacturer narrative:
Sample was received under pr (B)(6) and was inadvertently discarded. Due to no lot information and the sample being discarded, an investigation could not be performed.